Event description:
(B)(4). Event took place in (B)(6) and has not been reported to (B)(6). Summary of user's narrative from initial report: "after the catheter was inserted, respectively at the application of the anesthetics below the adapter fluid laterally leaking from the catheter. The affected area was marked by the nursing staff with an adhesive strip. The batch number could not be determined, because it was the last item of cartons and packaging was already disposed."

Manufacturer narrative:
After evaluation of the data, we assume that it was a single failure in production. A systematic product failure could not be confirmed. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant records and the raw material files did neither indicate recorded qual problems nor rejections related ot this incident at any time. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.